Manufacturer narrative:
In addition to the brown residue found in the auxiliary channel, there was an accumulation of brown residue staining the adhesive of the insertion tube, caused by insufficient cleaning. Service also found irregularities of the adhesive, due to deterioration and damage, on the distal end. The customer's reported issue of air bubbles in the handle was not confirmed or duplicated, as no leaks were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that during the seal test of the subject device, air bubbles were observed in the handle. The customer also reported there were irregularities of the adhesive and accumulation of residues in the adhesive. The reported issues were identified during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the auxiliary channel was obstructed with foreign material (brown residue). This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reprocessing of the auxiliary channel was insufficient. The following is included in the instructions for use (IFU) and may have helped prevent the event: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "The auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device.